Event description:
It was reported that the customer received a program anomaly alarm, a signal too low alarm, and an excessive no delivery alarm from his insulin pump. The customer's blood glucose levels are unknown. Troubleshooting was performed to explain the alarms to the customer. The customer was able to clear the alarms. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).